Manufacturer narrative:
Investigation - evaluation: the device was returned to the manufacturer for evaluation. After the device was inspected it was determined the device was not a cook product. Per communication with the customer, there was no complaint regarding a cook product and the device was sent back to the customer on 08 may 2017. Since the device is not manufactured by cook medical, and device was returned to the customer, further evaluation of the device was not performed. Based on the provided information a definitive root cause cannot be established or reported at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a triple lumen polyurethane central venous catheter was leaking. A pinhole was reportedly identified by the customer after one week in-situ. The handling conditions and circumstances leading up to the event are not known. The customer opines a risk associated with the possibility of air entry into the patient. The line was clamped proximal to the pinhole upon noticing the issue. The line was subsequently discontinued the following day and completely explanted. The device is not available for examination. No further information was provided.